Event description:
Boston scientific received info that this right atrial lead had dislodged. Surgical intervention was performed to reposition the lead with no adverse pt effects were reported. Add'l info was received that a day after the implant, the lead dislodged again. Both dislodgements resulted in no atrial capture. A lead replacement was performed and the lead was explanted.